Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available this investigation will be udpated.

Event description:
Boston scientific received information that during a follow visit this right ventricular (rv) lead displayed high out of range impedance measurements. This lead also displayed high pacing threshold measurements. A review of disk data was requested. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough device analysis was performed. Visual inspection revealed evidence of calcification left over the lead tip. The device memory indicated that the rise in impedance measurements was consistent with calcification over the lead tip. Additionally, there was abrasion noted in the abrasion sleeve, possibly due to lead-on-can contact.

Event description:
Boston scientific technical services provided a review of data from a disk analysis. They confirmed lead measurements that were observed. They suggested a possible lead issue or calcification of the lead tip. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Information was later received that this lead was explanted. No adverse patient effects were reported.